Manufacturer narrative:
(B)(4).

Event description:
The device was received with no information. The date of death was unknown per the reporter; the cause of death was not reported.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk. Device interrogation of the pump during analysis revealed the pump contained baclofen. Analysis revealed no anomaly found with the pump. Analysis of the partial catheter returned revealed coring, tears, cuts in the sc connector seal.